Event description:
It was reported that the case is damaged and the plunger lever is stuck open.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on top case by the tube holders and broken plunger lever. During analysis, the reported issue of plunger lever stuck open and case damaged was confirmed during inspection. Service replaced the top case and right plunger. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed. The crack on top case by the tube holders and broken plunger lever is a result of the customer's physical damage to the device. The pump has been dropped or mishandled by the customer. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.